Event description:
The customer's wife reported that the customer was hospitalize due to heart attack. The customer's wife stated that the event was not insulin pump related. However, the customer's blood glucose was over 600 mg/dl and he was positive for diabetic ketoacidosis. The customer's wife was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.